Event description:
During case, stryker tibial insert trial broke. All pieces of tibial trial were immediately retrieved by surgeon & intra-op x-ray was obtained. Radiology attending did not find any foreign body retained in patient's surgical site.